Event description:
Additional information received, indicated that patient underwent surgical intervention wherein one of the occipital lead was explanted and replaced. Post operatively therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:1627487-2021-00624. It was reported patient experienced ineffective therapy. Diagnostics indicated that patient had high impedances in one of the occipital leads. Programming was unable to solve the issue. As a result, patient may be awaiting surgical intervention to address the issue. Both leads are reported as it is unknown which lead was affected.